Manufacturer narrative:
B1 - corrected to product problemb2 - not applicableh1 - corrected to malfunctionclaim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated a nanoflex collamer intraocular lens was implanted in the patient's left eye (os) and the patient appeared to have eye irritation symptoms related to the implant. The reporter indicated it was not an issue with the product but with the patients sensitivity. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.